Manufacturer narrative:
Exemption number e2008002 the total number of events in the 1st quarter 2018 is 2418. Compared with the 4th quarter 2017 a reduction of 334 cases. In the 4th quarter 2017, 2752 cases have been reported. Non osseointegration is a known and common side effect that appears in about 2-3% of all dental implant procedures. Most of the claims appear within the first 6 months after implant placement. The ratio is statistically analyzed and compared with the value of (B)(6). Our number of dental implants that have been lost by non osseointegration is below the industrial average benchmark. All claims are evaluated by an external medical expert (dentist) to assure that no product problem was involved. Additionally all implant fractures are assessed by an external scientific material institute to assure that no product / material problem was involved in any of the events. In every single case we have not seen any problem caused by altatec as manufacturer. Therefore no remedial action was taken.

Event description:
This report is generated to comply with the requirements for asr summary reporting. This report will summarize all claims received during 1 q 2018 by altatec (B)(4). E2008002. This report covers 2418 claims for non osseo integration of dental implants worldwide. The failure of all claims is no osseointegration of dental implants to the bone. Non osseo integration is caused by patient condition or wrong product selection by the dentist and is a common and known effect. Approximately 2 % of all dental implants that are placed are non osseo integrated. Out of the 2418 cases 117 occured in the united states. This summary report also includes very few implant fractures that have been caused by overloading of the implant. This was due to patient condition. Patient problem was bone reduction caused by periimplantitis. The medical evaluation and the material assessment of all claims concludes that there were no product problems involved in the implant fractures. The statistical evaluation of the non osseointegrated implants shows an average aging of above 60 years. The gender male/female is similar and show no remarkable deviation. Some are more affected by non osseointegration of dental implants however smoking is a known situation to reduce osseointegration success rate.